Event description:
The pt reports that during implant of their drug pump and placement of the catheter, they received a "terrible shock down my pelvic area". The hcp subsequently moved the catheter tip from the l4 vertebral position to the t12 vertebral position. As a result of the "shock", the pt reports they can no longer move their right foot and have right leg pain. The pt consulted with a nerve specialist and it was determined that the insulation around the nerve was damaged and it should repair itself. The drug contained in the pt's pump is unknown. Additional info has been requested from the hcp, but was not available at the time of this report.